Manufacturer narrative:
A field service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Investigation of the returned inspiratory pressure transducer printed circuit board (pcb) has been completed. Performed pre-use check failed in several tests when the returned pcb was tested in a reference ventilator. Test logs showed that the pressure transducer test failed due to an offset drift. The inspiratory pressure sensor's offset value had drifted and exceeded the allowed limit (±300mv from default). This offset drift affected the measured peep (positive end expiratory pressure) during ventilation and an alarm for low peep was generated. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip. Earlier investigation of other pressure transducer pcb has shown that once the dirt was removed the pressure transducer functioned normally and no offset drift was noticed.